Event description:
It was reported that several instruments were found to be damaged during a routine inspection. No specific patient or surgical information is known. This is report one of four for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: vitality final driver (07.02063.001) has a twisted/deformed tip. Root cause: root cause was unable to be determined. These failures could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-001142.

Event description:
It was reported that several instruments were found to be damaged during a routine inspection. No specific patient or surgical information is known. This is report one of four for this event.